Event description:
It was reported that the customer fell and the pump touch screen became cracked and unresponsive. There was no impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.